Event description:
As reported, the umbrella of a 6mm (basket diameter) 180cm angioguard rx embolic protection device was unable to be retracted into the release sheath when using it during carotid endoluminal surgery. The procedure was completed by changing to a new filter. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The target vessel was the carotid artery. The vessel characteristics at the target site included mild calcification, mild tortuosity, 80% stenosis, no acute angle, no bifurcation, and no chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using a 5mm aviator balloon at 6 atmospheres. The percent stenosis after pre-dilation was 70%. The product was stored, handled, and prepped according to the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. The filter was not able to be pulled into the deployment sheath. The user was trained in the use of the device. The device will be returned for evaluation. Addendum: per pe preliminary findings, the distal tip of the guidewire is unraveled.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the umbrella of a 6 mm (basket diameter) 180cm angioguard rx embolic protection device was unable to be retracted into the release sheath when using it during carotid endoluminal surgery. The procedure was completed by changing to a new filter. There were no reports of patient injury. There was no damage found on the device or packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The target vessel was the carotid artery. The vessel characteristics at the target site included mild calcification, mild tortuosity, 80% stenosis, no acute angle, no bifurcation, and no chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using a 5mm aviator balloon at 6 atmospheres. The percentage stenosis after pre-dilation was 70%. The product was stored, handled, and prepped according to the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. The filter was not able to be pulled into the deployment sheath. The user was trained in the use of the device. A non-sterile unit labeled ¿rx/6mm basket diameter/180cm¿ was received in a clear plastic bag. The returned components included the ecgw system and the capture sheath; the remaining components were not returned for analysis. The ecgw system was received pre-inserted into the capture sheath with the filter in an over-captured position. Visual evaluation confirmed that the distal tip of the capture sheath was accordioned and the distal tip of the guidewire was unraveled. No additional anomalies were observed on the returned components. Functional analysis could not be performed because the delivery sheath was not returned and the filter basket was stuck inside the distal tip of the capture sheath. A vision system inspection confirmed the accordion condition of the distal capture sheath tip and the unravelling of the guidewire tip. The reported ¿delivery system-loading (docking) difficulty¿ could not be substantiated during the product analysis because the ecgw was received with the delivery sheath removed and inserted into the capture sheath. However, the malfunction ¿distal tip (ecgw)-unraveled/stretched¿ was observed. The exact cause of the event cannot be determined however; handling factors may be an underlying cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment. Fill a 5 ml luer lock syringe with sterile saline and purge all air. Attach syringe to luer lock hub on the end of the filter introducer. Inject 5 ml of saline to purge all air from the deployment sheath and filter basket (ensure distal tip of the deployment sheath is inside the filter basket introducer tip prior to purging the system). You should see saline dripping from the proximal end of the deployment sheath (inside the coil dispenser). Disconnect syringe. Remove the two proximal (closest to the torque device) anti-migration clips holding the guidewire in the dispenser coil. Ensure the torque device is locked onto the guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out of the end of the deployment sheath. After the deployment sheath is completely docked, remove the remaining distal anti-migration clip (closest to the filter introducer) and continue to pull back on the torque device to disengage the docked deployment sheath/guidewire assembly from the filter introducer. Loosen the torque device. While holding the torque device in one hand, gradually pull back on the guidewire with the other hand. Continue to pull the guidewire through the torque device until the proximal end of the deployment sheath is visible at the proximal end of the torque device. Tighten the torque device onto the deployment sheath to secure the deployment sheath to the guidewire.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.